Event description:
This is an ongoing and unresolved gtube balloon bursts for a pt. This is the fourth out of six (until date of reporting 04/24/2014) incidents. Pt was lying in the bed in the evening. Parents could suddenly hear a hissing sound. Mother of pt checked to find gtube had come off. Immediately placed a g-j tube of same diameter and rushed to emergency room. Surgeon resident placed a new gtube. No x-ray done. No bleeding. Little crying from pt. Fluid volume 5 ml. Same rptr as mw5042542 - mw5042546. Happened less than 3 months after gtube related laparoscopy surgery hence, needed to be taken to emergency for gtube replacement.